Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker and the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.